Manufacturer narrative:
(B)(4).

Event description:
Procedure type: laparoscopic cholecystectomy. According to the reporter: when the pedal was pushed for the power, the handle piece began to work. Then the hand piece would began to lose power. The doctor again had to push the pedal. At the end of the case the handpiece began to spark. There was no bleeding reported in excess of 250cc. The case was not extended by more than 30 minutes. There was no unanticipated tissue loss.